Manufacturer narrative:
Date initial report sent: 08/02/2007.

Event description:
Procedure: lap assisted sigmoid colon. According to the reporter: the surgeon had difficulty during firing with one of the cartridges. A leak occurred and the surgeon states he either tore tissue accidently or one of the cartridges was missing staples. The surgeon then oversewed and chose to do a diverting colostomy. Surgeon also stated this was a very difficult case from the beginning. Due to a series of complications during the case, the case went from approximately a 3 hours case to 7 plus hours. Delay was not due to the cartridges used.